Event description:
Severe reaction to leilani kerastick and blu-u treatment. Severe redness, burning and swelling to entire face not just areas of actinic keratoses being treated. Even lips swollen. After 48 hours little diss mining of reactions. Patient codes: 1840, 4540, 4577. Device code: 1524. Reference report: mw5178786.